Event description:
The device was used during an appendectomy. Reportedly, the safety shield did not advance and the device broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.